Event description:
Customer called to report she had been experiencing high blood glucose levels for past three weeks which required hospitalization for diabetic ketoacidosis on 2 occasions. Customer had been using a different infusion set (not medtronic minimed sets) for the past few weeks. The timing of starting on this new infusion set and the high blood glucose seemed to be simultaneous. Customer reported a series of no delivery motor errors and a-35 alarms when attempting to prime. Customer did not call for troubleshooting. Customer also stated that several weeks ago, she was getting failed battery tests everyday but problem resolved it self after several days.